Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and starburst so bad unable to night drive and difficulty with daylight driving in sun. The iol was exchanged for unspecified lens model 1 month and 25 days after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Correction information was provided in b.5., b.7. And additional information provided in h.3. The manufacturer internal reference number is:(B)(4).